Manufacturer narrative:
Initial.

Event description:
It was reported that the pump touchscreen became unresponsive during the ¿fill tubing¿ step of a supply change, preventing confirmation of observed drops, after which the user restarted the pump via the ilet mobile app and completed the supply change; the user subsequently performed a factory reset due to recurrent low glucose. Symptoms included hypoglycemia reaching 21mg/dl that required oral glucose. Outcomes included urgent low glucose that was self-treated without hospitalization. Investigation included troubleshooting and user education, including pump restart via the mobile app and setup guidance. Investigation of this case revealed a screen unresponsive event consistent with a hardware display or touch interface malfunction during setup, which resolved after restart, with no further assistance required. It was concluded, based on previously established findings for similar reports, that the cause was a transient device malfunction not reproducible after restart.